Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Customer returned test strips without vial (loose) - unable to test. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The caregiver, roland, is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 90-150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 227 and 217mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 8/18/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).